Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for worsening kidney and liver functions as well as shortness of breath. The patient has a history of pump thrombosis. The log files were received for evaluation. The log file analysis captured elevated flows with otherwise normal pump parameters consistent with something on the rotor. The log file analysis also noted speed drops and low flow hazards. The vad coordinator noted the patient is not a candidate for surgery or tissue plasminogen activator (tpa). The patient had acute kidney injury and oliguria with fluid overloaded and they refused continuous renal replacement therapy (crrt). The patient's code status was set to do not resuscitate (dnr). No changes were made to the pump parameters. A transthoracic echocardiography (tte) was performed, no evidence of vegetations was observed. A computed tomography angiography (cta) was not done due to the worsening kidney function. The patient passed away and was pronounced (B)(6) 2021 at 17:26. The cause of death was noted to be possible pump thrombosis that causes multiorgan failure.

Manufacturer narrative:
Section b5: the patient's previous pump thrombus was reported in MFR #2916596-2021-01157.

Manufacturer narrative:
Incidental finding: superficial driveline damage was observed. Manufacturer's investigation conclusion: thrombus was confirmed in the evaluation of heartmate ii lvas, serial number (B)(6). A direct correlation between the device and the reported multi organ failure could not conclusively be established through this investigation. Evaluation of the submitted log files confirmed low flow events and flow elevations due to the confirmed thrombus. The pump was returned assembled with the driveline cut approximately 1.25¿ from the pump housing, and a 19¿ distal portion was returned for evaluation. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned. The outflow graft was returned attached to the pump and was sutured. The outflow graft bend relief was returned attached to the outflow graft attachment with the bend relief collar secured over it. The outflow elbow was returned attached to the pump. Upon disassembly of the pump, examination of the outlet stator revealed a large, red thrombus formation. The thrombus was situated around the outlet bearing cup as well as the outlet bearing ball. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, evidence of circumferential contact marks on the outlet bearing cup suggest that the deposition was present in the outlet stator for an extended period of time while in operation. The deposition would have created additional resistance on the spinning rotor, potentially contributing to the power elevations observed in the submitted log file. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The submitted log file contained data from 07jun2021 17:18:45 through 20jun2021 13:52:21. A string of 16 low flow alarms were captured on (B)(6) 2021, when the pump flow dropped below the low threshold of 2.5lpm. Pump flow dropped to as low as 2.4lpm. Elevated flow readings were also captured throughout the file, reaching as high as 8.9 lpm. Prior to and after the low flow hazard alarms, the pump appeared to function as intended and no other unusual alarms or events were captured. It was reported that the patient expired on (B)(6) 2021. The cause of death was possible pump thrombosis that caused multiorgan failure. The patient had worsening liver and kidney function and acute kidney injury (aki). Patient refused hemodialysis. Code status was dnr. The heartmate 3 lvas IFU lists device thrombosis, various forms of organ failure, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas instructions for use (IFU) advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The IFU and patient handbook contain information on how to care for the driveline. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 15jun2012. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists device thrombosis, various forms of organ failure, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. The heartmate ii lvas instructions for use (IFU) advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The IFU and patient handbook contain information on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.